Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's parents reported the vibrator on the infusion device is not working. Patient stated the backlight also does not work. Parents reported there are no health concerns. No further information is available. No physiological effects were reported. Parents did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.